Event description:
It was reported that, legal became aware of this event on (B)(6) 2012 via email from the pt's attorney. The pt underwent a ceramic on ceramic total hip replacement on (B)(6) 2003 where a stryker implant was utilized with a 56mm trident cup and 32 ceramic head using an accolade #3 tmz stem. A standard 32mm ceramic head was utilized. Since her operation she's had pain and the acetabular component has shifted in a more abducted position consistent with failure or lack of fixation of the cup. The surgeon recommended revision surgery which would probably require revision of the cup and replacement of the ceramic head.

Manufacturer narrative:
Add'l info: the event was not confirmed as no medical records were provided and the trident shell device was not returned for eval. The exact root cause of the alleged shell loosening cannot be determined with the provided info. Device history records for the specific lots indicate that the devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the reported trident shell lot.